Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source: foreign country: (B)(6).

Event description:
The customer reports that the product works on jerky way. They did not use another product to complete the surgery. The event occurred during surgery. We asked the customer if the customer was involved and if he was under anesthesia during the delay but the customer did not reply to these question. The delay was 16-30 min. There was no harm.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as the final report. Investigation completed. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. D4 UDI: (B)(4). Reported issue: on (B)(6) 2019, it was reported that the product works on jerky way. The customer returned an electric dermatome device, serial number (B)(6)), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet on 04 december 2019 revealed that the reported event was confirmed and it was noted that the motor was defective. It was also noted that the needle bearing was worn, the ball plunger was missing, the unit was out of calibration, the isolation of the cable was damaged, and the control bar had thin edges. Repair of the electric dermatome was performed by zimmer biomet which included replacement of the motor, control bar, plug harness assembly, shaft bearings, sleeve bearings, ball plunger, and needle bearing. Electric dermatome, serial number (B)(6)), was then tested and functioned properly. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the motor to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.